Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results of 175 mg/dl compared to readings of 134 mg/dl obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and self-treated with instant glucose, consumed cake frosting and took munjaro. There was no report of death or permanent impairment associated with this event.